Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material, black particles, reported by the customer in the channel could not be reproduced during inspection and could not be identified. The root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to insufficient cleaning of the device. Additional issues were identified during the device evaluation: the distal sheath insertion section had a leak, switch 1 was damaged, and the distal end biopsy channel insertion section was obstructed. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, while the customer was performing a cleaning and leak test on the evis exera ii gastrointestinal videoscope, it was found that foreign material (black particles) was being released from within the channel. The particle release was only detected during reprocessing, not during the procedure. There were no reports of patient harm associated with this event.